Event description:
It was reported that they were rectangular artifact in the image, resulting in the patient having to be exposure. It was determined to be a calibration/communications issue. The field engineer did a gain calibration and the system is working as intended.